Event description:
It was reported that the device ruptured during use. The customer reported that the devices ruptured when pressure was applied to them. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device ruptured during use. The customer reported that the devices ruptured when pressure was applied to them. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was allegedly performed by the customer representative from the user facility. The customer representative from the user facility, reported that the device burst during use. The customer reported that the device burst when pressure is applied to the cassette. The customer further reported that they have located all devices from the same lot and placed them under quarantine. The customer is not sure how many devices have been taken out of use. The product was returned and evaluated visually and functionally by a sr. Quality assurance engineer from the device manufacturer. No faults were found with the devices as they all operated to specifications. The exact setup the customer was using at the time of the alleged event is not known and could not be replicated. It is unknown if the customer may have been using a pump in series with the cassette during use of the device. Based on these results, the alleged event could not be confirmed or replicated. The customer was unresponsive in all attempts to obtain further information regarding the event.